Manufacturer narrative:
Pump received with scratched case and blank screen due to j6 connector not being plugged in. Could not perform displacement test due to the pump being dismantled during analysis.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer did not provide their blood glucose value at the time of the incident. The customer reported that the insulin pump had a crack between the reservoir and the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.